Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 40 mg/dl while wearing the pod. Symptoms reported include vomiting and slurred speech. Treatment is unknown at this time as patient remains in the hospital. The pod was removed prior to hospitalization. Three due diligence attempts were done to obtain more information without success.